Event description:
It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026. Since the patient reported that there was stress or pull on the tubing and it came apart, also leakage occurred at tubing as a consequence.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.